Manufacturer narrative:
Product complaint # ==> (B)(4). Investigation summary ==> no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot ==> a manufacturing record evaluation (mre), was not possible because the required lot code was not provided.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Compass case (B)(4) reports: it was reported that the surgeon notified the rep on (B)(6) 2021 that they were preparing to take out an infected reclaim stem. It is not known by the rep which hip or any other details of the case other than they requested the reclaim disassembly instruments that am. No other information is known or given to the representative. It was noted after the case that this instrument was broken. No surgical delay.

Manufacturer narrative:
Product complaint # ==> (B)(4) corrected b1 initial report was submitted in error, as this medwatch was is related to a product problem. There was no adverse event or surgical intervention. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B1

Manufacturer narrative:
The awareness date for follow up #1 was submitted with the incorrect date. Corrected - g4.